Manufacturer narrative:
The insulin pump passed full functional test including displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. All buttons functioning properly. No damage was found on the keypad assembly noted. The j1 connector on the printed circuit board assembly was inspected and properly connected. Power management parameters graph confirmed the unloaded voltage and loaded voltage were within the specification range. No unexpected power system error alarm noted during our testing. However, power system error alarm and low battery alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. The insulin pump was received with cracked keypad overlay at the select button, broken belt clip rails, scratched case and keypad overlay texture damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of button error and low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The customer reported that the "select" button is slowly responsive. The customer stated that they had to change battery frequently. The customer will return the pump for analysis.